Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was offline. A technical support specialist assisted the customer to restart the cabinet using the power switch, restart all in one through the cubex application, found populated buttons on screen no failed drawers, customer able to login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower displayed a message on the screen drawers were offline. As a result, the customer was unable to log in to issue tramadol 50 mg (½ tablet, 25 mg). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.